Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that no patient was present at the time of the event.

Manufacturer narrative:
B5/h2: additional information was received. B5 has been updated. H2: correction - the correct initial report source is a medtronic representative. Section e and g2 have been updated. H2: additional information was received - see below for the lot numbers of the replaced parts: product ID: bi70000034, lot #: 0808131152, product ID: bi30000002, lot #: w1312050387, product ID: bi71000524, lot #: s1341riv / s1544bbd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after replaced the parts, the system could fully-motion calibrate but when trying to fire the x-ray is when the error message 25 showed up on the remote desktop. It was noted that the system was a demo system so it has to be moved from hospital to hospital and that transportation could have been part of the cause. It was confirmed that this happened outside of a procedure but was still unclear if a patient was present.

Manufacturer narrative:
H3: the motor and battery charger pair were was returned to the manufacturer for analysis. The assay drive passed visual inspection. Perform motor isolation test, passed. No internal opens or shorts in motor assembly. Test drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. No problem found. The battery charger pair passed visual inspection. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. Installed battery charger in o-arm system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Passed rad gain calibration. No functional fault found. H6: fdm 10, fdr 213 fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi70000034, lot #: unknown, UDI #: unknown, ubd: unknown. Product ID: bi30000002, lot #: unknown, UDI #: unknown, ubd: unknown. Product ID: bi71000524, lot #: unknown, UDI #: unknown, ubd: unknown. This event occurred in (B)(6). System service was performed. Hardware parts were replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the machine could not fire an x-ray. Conflicting in formation was reported regarding whether or not an error message (error code 25) appeared. It also cannot complete motion calibration. There was conflicting information about whether or not a patient was present. It was noted that the probable cause was "transportation," as well as that the machine was old. It was reported that no patient was involved, as well as that there was a patient, but no patient impact. To troubleshoot, the power outlet was checked, and it was okay. The system was charged and the x-ray batteries and battery charger boards were tested, and they failed. The battery monitor board was tested and was okay. It was noted that the gantry could not be moved in x or tilt position.

Manufacturer narrative:
Product ids: bi30000002, bi31000169, bi31000170 and bi70000034 were returned for analysis. Parts bi70000034 and bi30000002 are still under analysis. Codes b21, c21 and d16 reflect this. H2/h3/h6: part bi31000169 was returned and analyzed and the issue was confirmed. The charger board failed visual inspection. It had electrically over stressed components. Previously submitted codes b01, c02 and d02 are applicable. H2/h3/h6: part bi31000170 was returned and analyzed and no failure was found. The charger passed visual inspection. All leds lit both on the pcba and text fixture. Bench test passed. The battery charger was installed in a test system. The system performed as intended. Codes b01, c19 and d14 are applicable. H2: additional information was received. Lot numbers were updated - see below. Part: bi30000002, lot #: rev. 8 : s/n (B)(6). Part: bi31000169, lot #: rev. 2 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.